Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected from the system. A field service engineer (fse) verified the internet protocol settings, station configuration settings and station communication connection. Fse then moved the station to another wall port and confirmed that the issue was resolved. A technical support specialist checked the status of the device, communicated with the customer regarding network and port settings, confirmed with the customer that the patients were now showing, and attached knowledge article "how to - initial troubleshooting questions for station not communicating/all drawers failed". The system functioned as intended after the field service engineer and technical support specialist had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had device disconnected from the system, an error message notified as "disconnected button on top". And nurses were unable to access patient name unless they create a temporary profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.